Event description:
During preventive maintenance, the company rep observed that the unit will not trigger when an a paced ECG was sent to the pump in semi auto mode when pacer a trigger source is selected. The pump will not trigger on an a pacer signal in ECG trigger either. No pt was involved.

Manufacturer narrative:
The company rep replaced the front and board (0670-00-0688). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).